Event description:
A healthcare professional reported that during cataract surgery with an intraocular lens (iol) implant procedure, the lens was loaded successfully into cartridge. When lens was injecting into the eyes, the trailing haptic trapped in between the plunger and cartridge, caused the haptic broken. There was no patient contact with the product. Another back up lens used to complete the surgery without complication. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). No cartridge was returned. Iol returned positioned incorrectly in the lens case. Solution is dried on the iol. One haptic is broken/torn and not returned, the other haptic is intact. The optic is scratched/marked-rejectable with loose fibers & particulate. No cartridge returned. We are unable to determine the root cause for the reported complaint trailing haptic trapped between plunger and cartridge, haptic broken. The reported damage occurred at the time of iol went out of the cartridge. No cartridge was returned; due to this, we are unable to complete a thorough investigation to determine a root cause. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens condition would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).